Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The day after event onset, the patient was hospitalized for the event. The same day as onset, the patient was treated with vancomycin injection (1 gram after five days, ongoing, route not reported) and meropenem injection (1 gram daily, ongoing, route not reported) for the peritonitis. Three days after event onset, during hospitalization, the patient passed away. The cause of death was reported as due to low blood sugar. It was not reported if an autopsy was performed. It was reported the patient was recovering from the peritonitis event at the time of death. Pd therapy was ongoing prior to death. At the time of death, antibiotic and pd therapy were ongoing. No additional information is available.